Event description:
It was reported the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced pain near the device pocket. It was also reported that the patient experienced shocking sensations. Interrogation of the device and pocket manipulation did not reveal any anomalies. A pocket revision was completed. The electrode was explanted and successfully replaced, the device remains in service. No additional adverse patient effects were reported.